Event description:
During troubleshooting for an unrelated alarm during fill two of six on a homechoice (hc) machine, it was found that there was air in the patient line. There was nothing found during troubleshooting that would cause or contribute to the air in the line. The technical service representative (tsr) assisted the home patient (hp) in ending therapy. The hp was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.